Manufacturer narrative:
The reagent lot number was 83647501 with an expiration date of 31-jan-2026. The field service engineer found that the cell rinse tubing was leaking. He changed the cuvette wash and blank lines, adjusted the cuvette blank volume, and adjusted the cuvette wash station needles. He cleaned the water inlet filters, detergent filters, and the sample and reagent pipettes. He performed a precision check and quality controls, which were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas 8000 cobas c 502 module. Patient 1 initial result was 26.0 mg/dl, and the repeat result on (B)(6) 2025 using another cobas 502 analyzer was 89.2 mg/dl. On (B)(6) 2025, patient 2 initial result was 20.4 mg/dl, and the repeat result was 156.9 mg/dl. The repeat results were believed to be correct.